Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 609 mg/dl at the time of incident and the current blood glucose of the patient was 201 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it was passed. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.